Event description:
Reportedly, it was impossible to interrogate a pacemaker and a message indicating that the interrogation was impossible was displayed, despite rebooting the tablet several times. In addition, the physician felt that connection between the dongle and the tablet was loose. Normal functioning was observed afterwards.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis summary: - analysis of the provided expertise files confirmed the reported event: on 22 november 2022, a communication error was encountered by the subject smarttouch tablet when interrogating a pacemaker. - the observed issue resulted from an error in the identification of the associated cpr3h, which could be due to a poor connection to the tablet. - based on available data, no anomaly is suspected on the subject smarttouch tablet.